Event description:
This 55 year old female underwent a bam with silicone gel breast implants 30 years ago. She reports numerous problems requiring implant replacement over the years, the last revision was not performed at this facility, thus this reporting facility does not have knowledge of the name of the MFR. Due to pain, the patient requests revision and replacement of the present implants. Gross exam: the right implant shows no evidence of rupture or leakage and weighs 245 gm. The left implant is filled with watery, colorless fluid and weighs 135 gm. On gentle pressure, several minute fenestrations are present within the wall and exudes clear fluid.